Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging a bacteria filter was getting dirty after use. There was no patient harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be duplicated. The device was found to operate and alarm as designed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.